Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2017, the patient suffered abdominal pain. Angiography revealed that perfusion into the celiac artery and superior mesenteric artery was poor. On (B)(6) 2017, the patient expired due to intestinal ischemia and necrosis. It was reported that the shape of descending aorta and abdominal aorta was very tortuous. In addition, it was reported that during the initial procedure, guidewire and delivery catheter manipulation was difficult. The physician believes that these anatomical conditions and the procedure led to shower emboli and arterial ischemia. It was reported that there was no malfunction of the devices or guidewire. No further information was provided.